Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon deflation failure occurred. The target lesion was located in a graft in the arm. A 7.0x80, 75cm mustang¿ balloon catheter was advanced for dilation. The balloon was inflated; however, during deflation, the balloon would not deflate. A needle was stuck through the patient's skin and punctured the balloon to deflate it. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for analysis. A visual and microscopic examination found no issues with the tip section of the device. A visual and microscopic examination found no issue with the profile of the markerbands. The device was attached to an encore inflation unit and during an attempt to inflate the balloon, a pinhole leak was identified in the mid-body of the balloon. Although the balloon could not maintain pressure as a result of the pinhole, it is noted that no restrictions were noted during the inflation of the balloon. Using the same encore device a vacuum was pulled and the balloon started deflating. However, a full vacuum could not be achieved due to the pinhole leak. A visual and tactile examination of the returned device identified no kinks or damage along the entire length of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon deflation failure occurred. The target lesion was located in a graft in the arm. A 7.0x80, 75cm mustang¿ balloon catheter was advanced for dilation. The balloon was inflated; however, during deflation, the balloon would not deflate. A needle was sticked through the patient's skin and punctured the balloon to deflate it. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was fine.